Event description:
My grandmother, (B)(6) was admitted to (B)(6) hospital in (B)(6). She underwent a procedure to place a medtronic micra leadless pacemaker on (B)(6) 2021. During the procedure, she experienced cardiac perforation and coded. She was placed on a vent and is currently in the ICU at (B)(6) hospital. Per the FDA warning about medtronic micra leadless pacemakers dated (B)(6) 2021, I am reporting this incident as her activated mpoa. FDA safety report ID # (B)(4).